Event description:
It was reported that the device presented in backup mode in the emergency room and the pt experienced muscle stimulation. Due to normal eri the device was scheduled to be explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.